Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that she has been getting too much insulin from her omnipod system resulting in hypoglycemia. She reported blood glucose levels are declining into the 60 mg/dl range while wearing the pod. The patient reported she is no longer bolusing for her meals due to frequent hypoglycemia. She saw her physician who adjusted some of her pump settings but the issue with hypoglycemia has continued. This has been an ongoing issue for about 1 week. She reported to pausing her insulin delivery often. While on the call with insulet's clinical product support, she reported at 2:38 pm, she received an uncommanded bolus of 14.7 units which she did not program. It was not provided where the device was at the time of alleged uncommanded bolus. She reported her blood glucose level at time of the bolus was 114 mg/dl, and the bolus history showed the bolus had been given for 147 grams of carbohydrate. Insulin breakdown for the day, showed basal 18% and bolus 82%. Her maximum bolus is set to 20 units. Pump settings were reported as target blood glucose =120 mg/dl, correction factor= 12a-9a= 60 mg/dl, 9a-12a =50 mg/dl. I:c (insulin to carbohydrate ration: I unit: 10 g, duration of insulin action is set to 4 hours. Reverse correct and bolus calculator are set to on. No medication attention was required for alleged event. The device is not expected to be returned for investigation.

Manufacturer narrative:
D4 updated with device serial and lot number.